Event description:
Hill-rom received a report from the account stating the siderails would not latch. The bed was located at the account in 6 south. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to a bent rail mechanisms. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Make sure the head and foot side rails are not bent or twisted. Make sure the latch mechanism operates correctly. An audible click must be heard. Remove the side rail cover, and make sure the mounting screws are tight. Inspect the cable routing for pinching, biding, and damage. Make sure all functions on the caregiver control operate correctly. Repair or replace the side rail as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2015. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the bent mechanisms to resolve the issue. Based on this info, no further action is required.